Manufacturer narrative:
One picture sample was received for investigation by our quality engineer. Upon visual inspection of the picture sample, damage was observed to the threads of the syringes. A device history record review for lot number 1710249 revealed one related annotation. During the manufacturing process, damage to the threads and tip of the syringes was detected. The cause of this damage was a failure in the transport tube configurations. The failure caused a misalignment and the barrels then came in contact with the machinery. Product inspection was performed to reject all defective product and the mechanical team repaired the transport tube failures. This reported incident has been identified as a result of the transport tube failure during production and un-rejected defective product. Manufacturing personnel have been made aware of this incident. Since failure was repaired during manufacturing process no additional corrective action is required.

Event description:
It was reported that 50 ml bd syringe had a deformed tip that was reported to appear "melted". No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 ml bd¿ syringe had a deformed tip that was reported to appear "melted". No serious injury or medical intervention was reported.